Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure, the date is unknown. According to the complainant, post procedure on (B)(6), 2010, the connection between the port and the feeding adapter was loose. This caused the nutritional supplement to leak out. The physician suspected the port became expanded. A new device will be placed in mid-july, exact date is unknown. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter would not scroll effectively while trying to bolus; it either moves too slow or too fast. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.